Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2018 regarding a patient receiving unknown medication (dose and concentration unknown) via an implanted infusion pump. The indications for use included intractable spasticity and spinal cord injury/spinal cord disease. It was reported that the pump was removed because it was infected. The catheter was left implanted and inactivated. The infection was first noticed on (B)(6) 2018. It was noted that the patient was on antibiotics and was healing well. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.